Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in the emergency department. Upon review, the cardiac resynchronization therapy defibrillator was found in back-up vvi mode. The device was reprogrammed back to normal settings. The patient was stable.